Manufacturer narrative:
H3:the pipeline flex and marksman catheter were returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid appeared to be opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. The total and usable lengths of the catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the returned devices, the customer complaint was not confirmed as distal and proximal ends of the braid were opened and frayed. The cause could not be determined. Possible cause includes damaged braid. No damages were found with the pushwire and catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the device packaging was not damaged on delivery.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline failure to open distally and package damage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left side of c7. The aneurysm was not mea sured. The landing zone was 2.98 mm distally and 3.73 mm proximally. It was noted the patient's vessel tortuosity was minimal. It was unknown whether dual antiplatelet treatment was administered. The angiographic result post procedure showed the blood flow in the aneurysm- carrying artery was smooth. It was reported that when the department of neurology of diqing tibetan autonomous prefecture people's hospital performed surgical treatment of blood vesicular aneurysm of segment c7, the outer packaging was torn apart and was checked to be intact. Later, the microcatheter marksman was delivered to the m2 segment, after the stent was fully hydrated, it was delivered in place through the microcatheter. When the blood flow-directed dense mesh stent was deployed, the stent could not be opened, and after repeated attempts, the stent still remained obstructed and could not be opened. Later the stent and microcatheter were withdrawn to the vitro and deployed, the stent still could not be opened. After replacing with a new microcatheter and stent (ped-350-25), the deployment was successfully completed. It was reported the pipeline failed to open in the distal segment. The pipeline was not positioned in a bend. It was not specified if the pipeline had been stuck in the capture coil. The pipeline had been less than 50% deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.